Event description:
Relative of pt reports that pt has not been receiving relief from tremors and spasticity due to stroke for the last two months. Health care provider refilling the pt's pump feels system might be "clogged." Local rep was contacted to assist physician in troubleshooting of device. Attempts to contact the health care provider for further info about this event have been unsuccessful. No further info about this device or pt is available.